Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the I-beam got stuck and stopped moving with both reloads. Surgeon could not squeeze the handle anymore. There was no patient involvement.